Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/3/2021. H.6. Investigation: samples were received and photos were forwarded for investigation. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot number reported (0182910) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. According with this investigation and the pictures provided (sep-13-2021) has evidence to understand the failure experimented by the customer in order to determine the root cause of this issue. Was determinate the lid not shut due the use of this, initially device is not a new device or without usage, the label of the product was not the product label (ocdgllp1722) provided (on this point we assume label was removed after shower process or cleaning process to be reusage), additional to this the picture from the top show residuals or contamination (could be dehydrated blood) after remove the sharps contained in the device. And with all this information determine the device was reusage by final user and the specifications of the product indicated this product is for a single use only (this information is in the product label ocdgllp1722), additional to this, in the investigation was identify the lot was manufactured and released 1 year ago (jul-02-2020). Based on this investigation this issue is not related with the manufacturing process due based on the evidence (pictures) provided by user was determinate the device reported (manufactured on jul-02-2020) was used more than one time (device reused) like the instructions in the label product indicate. H3 other text : see h.10

Event description:
It was reported when using the sharps coll 1.5qt red the lid was difficult to close/does not close. The following information was provided by the initial reporter. The customer stated: "the lid doesn't shut.".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the sharps coll 1.5qt red the lid was difficult to close/does not close. The following information was provided by the initial reporter. The customer stated: "the lid doesn't shut."